Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer had a critical pump error alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. Troubleshooting advised the customer the pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was noted in history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay and a cracked keypad overlay at the select button.